Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The field service engineer decided to return back for further repair. No further service information is available at this time.

Event description:
It was reported that the system would not boot. There is no report of death or serious injury associated with the event.